Manufacturer narrative:
The event of liberta turning off was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
Date of event is estimated. Patients weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Manufacturer narrative:
The fsca number is included in this report.